Manufacturer narrative:
Device 2 of 15. Based on the available information, this event is deemed to be a reportable malfunction. Convatec has come to the business decision cross function with regards to the complaints below that there is no further action required at this stage. Hydrophilic - stick packaging. Ultra - insufficient lubricant. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
End user reports "half of them were completely dry lacking any lubricant at all on them. He said he tried to insert some like this and they would stop halfway through urethra as they were unlubricated. He said it hurt his urethra putting them in but also with removal. He said he took some ibuprofen and the pain in his urethra went away in about a half hour. Denies any bleeding or further interventions. He said he then applied lubricant to the ones like this so he could get them to glide in.".